Manufacturer narrative:
The evaluation of this device is not yet complete. An update will be provided upon completion of the evaluation.

Event description:
The implant was placed on (B)(6) 2012 with no reported complications. The dentist noted soreness over the implant are in february 2013 and the implant was removed on (B)(6) 2013.